Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic trauma surgery, it was observed that the battery device was dead. There was a two to three minute delay to the surgical procedure to obtain a spare device. The procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that battery was damaged and had a blown fuse. It was determined that this was due to excessive current that caused the battery to blow a fuse which suggested that the battery had been connected to a device that had a short circuit. The assignable root cause was due to improper cleaning techniques. If additional information should become available, a supplemental medwatch report will be sent accordingly.